Manufacturer narrative:
The device was requested for evaluation, but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Review of similar events reported to arthrex, where pump and tubing were returned for evaluation, indicate that or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. Based on the information provided, the most likely cause(s) of this type of event is improper pump/tubing set-up. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a biceps tenodesis case, the patient's shoulder filled up with fluid; the surgery was aborted due to the pressure ratio. The patient was kept overnight for observation. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.